Event description:
It was reported that the pt was on the table on the axiom icons r200 system when the staff heard a grinding noise coming from the system. The staff immediately moved the pt from the table to a pt bed. While the staff was unloading the pt from the x-ray table onto the pt bed, the x-ray table lurched into a trendelenburg position and collided with the pt bed. The customer had to pull the pt bed from under the x-ray table to avoid an injury. While the x-ray table was still driving into a trendelenburg positon, according to the staff, the footrest hit the ceiling panel or soffit and then the system movement stopped by itself. There is no injury involved in this event.

Manufacturer narrative:
The system was checked by the siemens local service engineer, (B)(4). The engineer reported that the x-ray table was replaced and the old one was sent to the factory for further investigation. A detailed investigation of the system is necessary to determine the root cause of the described issue. Further info was requested. Emergency stop pushbuttons are also available to the operator to stop all device movements should it become necessary. But it was not utilized in this instance. Detailed investigation of the system is required. Customer's address: (B)(6).